Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 131 mg/dl vs. 61 lab. Tests were done within 10 minutes with a difference of 70 mg/dl. Pt did not experience any adverse events.